Event description:
Surgeon reports that the wrist fusion plate sits too prominent on the 2nd digit for female patients. In most female patients, the surgeon ends up removing the plate after the fusion is healed and complete to alleviate irritation from the plate being too prominent.